Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the communication bus. A field service engineer confirmed errors displayed on screen. Reseated all cables and rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, drawers were not detected on the communication bus, preventing users from accessing medication for a patient. This incident resulted in delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.